Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of unrecoverable loss of antenna past threshold as the dates of data sent were not inclusive of the issue date range. A definitive root cause could not be determined.